Manufacturer narrative:
Technician found that the foot left siderail latch cover was bent causing siderail not to latch. Replaced latch cover on siderail to resolve this issue.

Event description:
Info received that alleged, the foot left siderail would not to latch.